Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion and prime compromised force sensor system or verify excessive no delivery alarm and motor error alarm due to blank display. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer's blood glucose was 150 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The troubleshooting was performed. Customer reported that the drive support cap appeared normal. Insulin pump alarm history contains more than one motor error alarm within a 30 day period and no delivery alarm. The customer was advised to discontinue use of the insulin pump, revert to a backup plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.